Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00004 is an identical copy of failed 3500a form submission, report number 3009144-2025-00002 originally submitted on 29jan2025. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2023 the patient was implanted with a remede system for central sleep apnea. The patient was receiving therapy and doing well with csa control noted on psg. On (B)(6) 2024 the patient had an office visit after missing multiple scheduled visits. Patient was agitated and stating the therapy was not benefiting her and that she wanted the device explanted. It was noted at that time by the husband and physician that the patient had increased cognitive impairment with possible onset of dementia with a consultation to neurology. On (B)(6) 2024 the patient had an appointment with sleep physician and patient was educated on sleep hygiene and importance of establishing a nightly routine. Patient indicated she did not want to make any changes to her routine and that she wanted the device explanted. The physician and patient discussed and device was placed in "off" mode. On (B)(6) 2025 the patient called the patient education line at zoll respicardia and indicated on an unknown date she had her ipg explanted and on (B)(6) 2024 she had a procedure to have the remede system lead explanted. The patient indicated that when the physician, dr. (B)(6), attempted to remove the lead it caused a "vein to rupture and she lost 4 units of blood and life saving measures were performed during the procedure and she was in the hospital for 15 days". The lead was not able to be explanted according to the patient. Zoll respicardia has reached out to the explanting physician for more information but has not received any further details.